Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and opening on posterior. A visual and microscopic analysis was performed which identified creases sharp opening, stress marks, creases fold and wear abrasion. Based on the device analysis the final assessment is an opening crease sharp on posterior due to fold flaw opening. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.